Event description:
Enseal handpiece opened for use during surgery. While it was being used on patient, it did not finish its cycle of use and then it defaulted to "replace." Device had only been on the field for a short time (less than 5 minutes) when it stopped working. It was then replaced with a new handpiece.there was no patient injury.biomed did a visual inspection and send the enseal temperature controlled tissue sealing technology to surgrx, inc.power setting is unk. Esu unit information is unk.